Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: at the end of the procedure, it was noticed that the plastic covering the roticulated inner shaft had melted and caused a burn on the liver. The surgeon noticed the hot spot on the device, kept it away from tissue, and continued with the same instrument. There was no further surgical intervention required for the damage to the liver. The device generated the heat which resulted in the burn. There were no other cautery devices used during the procedure. A grasping device was also used during the procedure. This event did not result in loss of tissue. There were no further device issued noted during the procedure.